Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported; therefore, no qualification records were reviewed.

Event description:
The patient's mother reported that her son's blood glucose reached "high" (>500 mg/dl). She gave him multiple correctional boluses of insulin (exact dosage was not provided) but was not able to lower his bg. The pod was removed and discarded. She took him to the hospital where he was diagnosed with diabetic ketoacidosis and dehydration. They placed him on an insulin drip; he was given a manual injection of insulin and potassium.